Event description:
It was reported that during an acculink stenting procedure, prior to the insertion of the accunet embolic protection device (epd), the patient experienced hypotension and dopamine was administered. Post-procedure the patient experienced nausea and bradycardia and dopamine and zofran medications were administered. Also post-procedure, when the patient attempted to ambulate, the patient experienced orthostatic hypotension and no treatment was done. The nausea, bradycardia, and hypotension are all listed as not serious events and all resolved the next day on (B)(6) 2013 within 48 hours without an adverse patient sequela. The patient was discharged home on (B)(6) 2013. On (B)(6) 2013, on a follow-up visit, the patient complained of lightheadedness that continues. There was no treatment provided for the lightheadedness and this was listed as a non-serious event which is possibly related to the procedure. On (B)(6) 2013, the patient experienced a grey area over the right eye. The magnetic resonance imaging (MRI) found an acute lacunar infarct in the right frontal subcortical region. Patient is following up with a neurologist and an ophthalmologist. Although there was no treatment provided, this was listed as continuing and a serious event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident, and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.